Manufacturer narrative:
Inspection of the inserter (64918) revealed that the 6-32 threads of the internal shaft had fractured and broke at the distal tip of the instrument. The fracture is flush with the inserter tube which houses the inner shaft. The implant retriever (64641) which also fractured while attempting to the retrieve the detached section of the inserter was manufactured on october 1, 2014 (lot# 7178102). Visual inspection found that the top jaw had fractured and broke at the .079/.082 top thru hole (pivot location). An evaluation of both returned instruments and review of the corresponding device history records found no manufacturing, processing or design related irregularities. The instruments were found to be properly manufactured and released in accordance with the device master record.

Event description:
The threaded part of the inserter that threads into the peek implant sheared off inside the implant during insertion. While trying to retrieve the implant, part of the implant retriever broke inside of the patient. There was about a 30 minute delay in the case from the time the first instrument broke, to the time the cage was successfully placed.